Event description:
It was reported that the patient presented for an implant procedure. It was noted that the right ventricular lead exhibited high pacing impedance. The lead was not used and replaced during procedure. There were no patient consequences.